Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" according to the customer: "pump infusing at low rate for days until suddenly alarmed and displayed that it was running at a lot higher rate. No harm to patient." "Having been infusing (correctly) propofol at 8ml/hr for a number of days, the pump suddenly alarmed vtbi near end and flashed and displayed mgso4 rate 50ml/hr. The pump definitely was not infusing at this rate. They immediately stopped the infusion and changed the pump. This occurred on (B)(6) 2021 night shift. Staff later did 3 trial runs of 200mls of normal saline and 1x 50ml infusion of propofol through that pump and the above error did not occur again. Pump appeared to infuse normally."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact. The device was slightly dirty, but no visible damage was found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analysed. No abnormalities were found in the device or alarm history. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,60%. 2.6 the device was disassembled, and the inside was investigated. Inside the device the clip of the pump frame could be found. Inside, the device was slightly dirty, but no other visible damage was found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.